Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced an adhesive issues events occured on (B)(6) 2026. The patient reported infusion set patch did not stick upon insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.